Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vital signs® pressure infusor has exploded during set up prior to clinical use, and the clinicians were harmed. They experience an occasional ringing in their ears after the product burst.